Manufacturer narrative:
This is an addendum to the initial MDR to correct the manufacture date and expiration date.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2008: the patient underwent surgery for repair of a left inguinal hernia, a perfix plug was implanted to repair the hernia defect. On (B)(6) 2013: the patient underwent an additional surgery to remove the perfix plug, which allegedly failed and repair the recurrent hernia. The attorney alleged the patient has suffered and will continue to suffer physical pain and was injured severely and permanently. Addendum per additional information provided: on (B)(6) 2008: patient was diagnosed with indirect left inguinal hernia thereby underwent open repair with perfix plug and patch (device #1). Per the operative notes, "the hernia was separated from the hydrocele. An extra-large perfix plug was then placed and sutured. Next, a onlay mesh was laid and sutured." On (B)(6) 2013: patient had left groin pain, bulge and discomfort thereby underwent left groin exploration with excision of the perfix plug along with onlay mesh. Per the operative notes, "the mesh was densely adherent to the abdominal wall muscle and the internal ring was made much larger by removing this plug. Patch was very contracted and rolled up with the plug, it all came out as one piece and 99% of the mesh was removed." Attorney alleges that the patient had adhesions, fistulae, infections, nerve damage, pain and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided it is alleged the patient experienced hernia recurrence, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum #1: this is an addendum to the initial MDR to correct the manufacture date and expiration date. Addendum #2: h11: this supplemental MDR is submitted to document additional information provided and to correct the manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical record provided, about 4 years post implant of perfix plug, patient developed abdominal pain, adhesions, discomfort and underwent mesh removal. Per the op-notes, ¿patch was very contracted and rolled up with the plug¿. The instructions-for-use supplied with the device list adhesions as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Updated fields: d4 (UDI no.). Corrected field: h4 (manufacturing date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided it is alleged the patient experienced hernia recurrence, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2008 - the patient underwent surgery for repair of a left inguinal hernia, a perfix plug was implanted to repair the hernia defect. (B)(6) 2013 - the patient underwent an additional surgery to remove the perfix plug, which allegedly failed, and repair the recurrent hernia. The attorney alleged the patient has suffered and will continue to suffer physical pain and was injured severely and permanently.